Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate ((B)(4)). This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) injections on unknown dates. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient developed tiny nodules (location of nodules nos). The nodules could be felt under the skin, but were not visible. The patient discontinued further poly-l-lactic acid therapy. No further information was available. Event outcome is unknown.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in canada. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.